Manufacturer narrative:
Corrected data: upon further review of the file, it was noted that the following information should be corrected as it is incorrect in the initial report (MDR#: 9614546 -2021- 07245 ): 1) section h6. Health effect - impact code 4625 for 'additional surgery' should only be listed twice to capture 'sutures and unplanned vitrectomy'; however, the initial report has code 4625 listed three (3) times which is not correct. 2) section h6. Health effect - clinical code for 'appropriate clinical signs, symptoms, conditions term / code not available' should indicate that the code is being provided to capture 'incision enlargement'; however, the initial report has that the code was for 'removal and replacement' which is not correct. Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). Telephone number: (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag after implanting the intraocular lens in patient's eye. The lens was removed and replaced during the same procedure. The incision was enlarged and vitrectomy and sutures were required. There was delay in the procedure. The replacement lens is a different model (ar40) lens. The patient has fully recovered and daily activities were not affected. No further information was available.